Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during use. The care giver (cg) explained that the home patient (hp) was not connected and that there was a mess on the floor. The cg needed to set the hp up with new supplies. The technical service representative assisted the cg with ending therapy. The hc was operational. Global technical services verified on (B)(6) 2012 that the mess was a solution leak from an unknown source. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. This complaint for a report of a leak was not be confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.